Event description:
It was reported that an ilet insulin pump sustained a cracked touchscreen after falling from the user¿s pocket while the user was working on a car, resulting in a nonresponsive display and inability to use the device; the user had synced data prior to shutdown and planned to return the device. Symptoms included none reported. Outcomes included interruption of insulin pump use and continued cgm use with dexcom g6. Investigation included complaint intake, verification of shipping and return arrangements, and follow-up attempts to obtain the device for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact. It was concluded that the event resulted from user-induced physical damage to the device¿s touchscreen and not from a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.